Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are rupture, breast looks deformed and is flat. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Additionally healthcare provider reported the "whole breast looked deformed" and is "flat". Device remains implanted.